Event description:
On 2020-apr-24, additional information was received from the healthcare professional (hcp). The patient's pump remains in use and was working appropriately. The pump was viewed under fluoroscopy to verify it was flipping. There were no external/environmental/patient factors that may have caused or contributed to the pump flipping. The cause of the flipping pump was not determined. The pump was filled under fluoroscopy; the port was accessed, but the pump still flips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the patient had been told that her pump flips from time to time and it could be difficulty to find the port since implant (B)(6) 2018. It was noted the patient¿s healthcare provider (hcp) was aware of the issue. No further complications were reported.